Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, two photographs taken from the angiogram were reviewed. The photographs provided show a stent in the distal sfa / popliteal artery segment p1/p2. Geometric distortions of the stent structure are visible. The inhomogeneous radiopacity along the stent length is indicative for focal stent compression. The technical investigation confirmed that the stent has been fully released. The outer shaft has been retracted by about 256 mm. Stent imprints are visible over a length of about 120 mm, indicating that the stent was properly crimped under the outer shaft at the time of delivery. Besides a kink at the kink protector no damage or irregularity was observed. Review of the production documentation confirmed that the product was manufactured according to specifications and passed all in-process and final inspections during which a 100 percent control of the stent length is performed. Based on the conducted investigations no manufacturing related root cause was determined. The most probable root cause for the complaint event is related to the handling during the procedure. Please note that, according to the IFU, any slack in the delivery system outside the patient could result in incorrect stent placement, potential stent compression or elongation. Furthermore, the IFU clearly states that placement of the stent in the popliteal artery is contraindicated.

Event description:
A pulsar-18 self-expandable stent system was selected for treatment of a severely calcified lesion (70 percent stenosis degree) in the mildly tortuous mid to distal part of the sfa. The guide wire combined with the catheter passed through the shallow femoral occlusion segment, the lesion was pre-dilated by the balloon, and the length of the lesion was measured to be about 10cm. After the stent was released normally, the angiography showed that the length of the stent was abnormal, and the measurement showed that it was only about 80mm, which could not cover the length of the lesion. In order to ensure the successful conclusion of the operation, it was decided to implant another pulsar-18 stent for coverage and further dilatation. The postoperative angiographic blood flow was normal, and the intervention was completed.